Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7, d10, e2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ECG cable of the device has been detected to be broken. The ECG cable needs to be replaced with a new one. There is no problem with the device. The device is in working condition. No parts were purchased. No repairs were made. Catalog # 25.03.2025: since the institution did not supply spare parts, the service order was closed due to timeout. When the parts are supplied, the getinge service center can be reached and a service visit can be provided if a new registration request is made. No parts were purchased. No repairs were made. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) ECG cable was broken.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, e2, e3, g3, g6, h1, h2,h11, h6 (health effect ¿ clinical code, health effect ¿ impact codes).

Event description:
It was reported that uring routine inspection, the cs100 intra-aortic balloon pump (iabp) ECG cable was broken. There was no patient involvement.